Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: unk, inratio: 1.6, lab: 2.3, ("2 weeks ago"). Date: unk, inratio: 1.2, lab: 2.0, (lab done 90 minutes later).

Manufacturer narrative:
Investigation pending.